Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 20 mg/dl. The current blood glucose value is 253 mg/dl. The customer does not reported any symptoms. It was found that the customer has treated with glucose tablets. Troubleshooting was performed and found pump is not connecting with the phone and transmitter. It was unknown if the customer was using the insulin pump within 48 hours of the reported event also it was unknown whether the auto-mode feature was not active. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly or calibration anomaly noted. Pump properly paired to minimed mobile app on a samsung galaxy s21 phone. No bluetooth communication anomaly noted. The pump was also uploaded using the carelink minimed mobile app. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2023 in the pump history file (same svn different event dates). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2023 in the pump history file (same svn different event dates). (B)(6) 2023 01:00:37.000 batteryremoved (55); (B)(6) 2023 01:00:37.000 alarmalertnotification (40), faultnumber: batteryremoved (84); (B)(6) 2023 01:10:00.000 alarmalertnotification (40), faultnumber: batteryremoved (84); (B)(6) 2023 01:14:20.000 alarmalertnotification (40), faultnumber: battoutlimit (6). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm/battoutlimit (6), replace battery alert or replace battery now alarm noted during testing. Battoutlimit (6) not confirmed. The pump passed the functional testing. Unable to confirm alleged low bgs. No communication anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.